Manufacturer narrative:
Analysis on the returned instrument resulted in a physical damage failure being found through functional testing and visual/physical examination. Analysis states that the post for marker #3 is missing. Otherwise, the returned tracker accepts known good instruments without issue. With markers attached and fully seated, the tracker returns good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were no anomalies with the navigation system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): medtronic received information from a manufacturer representative (rep) regarding a navigation instrument outside of a procedure. The rep indicated that during sterile processing that a post was broken off the violet navlock tracker. The instrument was replaced. There was no patient involved with this issue.